Manufacturer narrative:
Sex/gender: unknown/ not provided. Of event: unknown, not provided. Implant and explant dates: if implanted or explanted; give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 tecnis monofocal iol (intraocular lens) was cut out of the eye after a defect was detected. Details of the defect was not provided. The lens was discarded by the surgery center. Patient outcome is unknown. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received from the doctor indicated that the damage in the lens was noted while inserting the lens. That the lens as the doctor remembered was a pcb00 and it looked like a piece in the center of the lens was missing, he described that it looked like that the lens that while in mold the center piece of it was damaged. When the doctor noted this issue he cut the lens and removed it from the patient's eye. The doctor verified that the surgery was completed on the patient without any issues or injury but he did not have the replacement lens information. It was confirmed that the suspect lens was discarded. The doctor did not have any information about the patient's ID or the center that he performed the surgery. The following field was updated accordingly: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.